Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when hospital staff started the cardiosave intra-aortic balloon pump (iabp) for inspection, a message was displayed saying that the backup battery could not be detected. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d1, d4 (version/model#, catalog#), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information: e1 (B)(6). Getinge field service engineer (fse) checked the unit and battery undetectable alarm report power activity log confirmed that the battery had been depleted due to being disconnected from ac power for a long period of time. Battery maintenance was performed and it was confirmed that there were no problems with the li-ion battery or the battery charge/discharge function.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.